Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was less than 240 mg/dl. Reportedly, customer changed the pump supplies or simply cleared the alarm and resumed insulin delivery to address the issue. Customer declined troubleshooting with tandem technical support and declined to provide further information.